Event description:
The surgeon inserted the icm125v4 12.5 implantable collamer lens on (B)(6) 2012, and lens opacity (asco) was noted on (B)(6) 2012. The icl was explanted on (B)(6)2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method - lens work order search & medical review. Results: visual inspection of the returned lens showed the lens was returned dry and there was no visible damage observed. The lens was re-hydrated in bss and the length of 12.955mm was remeasured. We concluded that the lens was within original design specifications. A lens work order search revealed that there was no similar complaints for the same type of problem from this work order, therefore, it can be justified that the complaint is not product related. A medical review was performed and it was determined that the most probable cause of this event is surgical trama and the most probable cause of low vault is a short lens. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior sub-capsular with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior sub-capsular cataract. (B)(4).